Event description:
It was reported that while using bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes had hemolysis. The following information was provided by the initial reporter: "customer complaints to observe hemolysis after centrifuging tubes 367921, at multiple sites. In case of strong hemolysis, the sample must be repeated."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. This complaint is not confirmed with respect to erroneous results based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes had hemolysis. The following information was provided by the initial reporter: "customer complaints to observe hemolysis after centrifuging tubes 367921, at multiple sites. In case of strong hemolysis, the sample must be repeated."